Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the display screen was dim and discolored. All of the keypad buttons were intermittently unresponsive. Contamination was found on all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and the button contacts had contamination present. This report is made based on results of investigation completed on (B)(6) 2015.